Event description:
It was reported that during a coronary treatment procedure, the rotablator blurr stalled, a vessel dissection and a vessel perforation occurred. The physician was attempting to treat a severely calcified lesion on a bend in the left anterior descending coronary artery. The physician was in the process of burring through the lesion when the burr stopped and the console's 'stall' light came on. The physician was unable to get the burr rotating again and the stall light kept coming on. The physician was unsuccessful in engaging the dynaglide mode as well. The physician was advised to manually spin the device counterclockwise to facilitate removal or the burr. This technique was proving to be effective, but the physician pulled on the device and it dissected the vessel. He then pushed on the device causing a vessel perforation. He treated the perforation and dissection with a balloon, then stented the left main coronary artery as it was hazy. The patient's condition is reported to be 'fine'.

Event description:
It was further reported that following a stress test in 02/05 showing anterior ischemia, the physician recommended medical management rather than ptca or surgery, so this was considered an extremely high risk ptca intervention. An 8f introducer sheath was used to obtain right femoral artery access. A 5f bipolar pacing wire was placed in the right ventricular apex. The pt was anticoagulated with angiomax followed by double bolus and subsequent continuous infusion of integrlin. An 8f xv3.5 guide catheter and a floppy rotawire were advanced across the severely calcified lesions in the proximal and mid left anterior descending (lad) coronary artery and advanced distally. The 1.5 mm rotablator burr was platformed outside of the body, then rotational atherectomy was performed of the proximal lad lesion, followed by the mid lad lesion at which point the rotablator device appeared to stop working. The device seemed to stall when attempts were made to advance it, then again when placed in dynaglide mode in an attempt to remove it. Attempts to remove the wire and burr by turning it counterclockwise were unsuccessful. The burr and wire were subsequently removed manually and an angiogram was performed. A small, linear, non-occlusive dissection of the left main (lm) and a perforation of the mid to distal lad were apparent to the angiogram. All intravenous blood thinners were discontinued. The pt experienced no chest pain and remained hemodynamically stable. Following the angiogram, the guide catheter was exchanged for a 6f jl4 model and a bmw guidewire was advanced into the very distal segment of the lad. A cypher 3.5/13 mm stent would not cross the lm dissection and was exchanged for a cypher 3.5/8 mm stent which successfully covered the dissection. The post dilatation balloon was inflated to 16 atms, and then was removed. A maverick 2.5/15 mm balloon was then advanced to the site of the perforation and two inflations were performed at two atms for a total of 10 minutes each. The pt remained hemodynamically stable throughout this intervention and experienced no chest discomfort and no pleurisy. Final angiogram images revealed 0% residual stenosis in the lm. And the dissection appeared stable. The lad is patent with no further leakage from the perforation. There is actually improved flow to the distal lad, but very significant residual disease remains along the proximal portion. The subsequent cardiac surgery consultation for potential surgical intervention related to the dissection and perforation saw no need for surgical intervention related to these events at this time. The pt was discharged in stable condition to thier home 3 days post-procedure.